Event description:
Download data from a (B)(6) male pt revealed overvoltage set and 110 service code displayed. Zoll customer support contacted the pt and issued him a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (overvoltage set and 110 service code displayed) was confirmed. Upon investigation, l2 (shield smd power inductor) was missing from the monitor's computer / analog (ca) board. The cause for the missing component was unable to be positively determined but was likely physical abuse. In addition both leads of the c19 capacitor and the positive lead of c20 were broken off from the board. The root cause of the broken leads is likely mechanical shock from physical impact. No adverse event resulted from the missing l2 and damaged c19 and c20. The pt received a replacement monitor.